Event description:
On 12-mar-2026, arthrex was notified via email of a case study published in 2019 by the journal of orthopaedic surgery and research, titled ¿plate-related results of opening wedge high tibial osteotomy with a carbon fiber reinforced poly-ether-ether-ketone (cf-peek) plate fixation: a retrospective case series of 346 knees". The study reviewed three hundred forty-six (346) patients who underwent opening wedge high tibial osteotomy (hto) using arthrex peekpower hto plate (2nd generation) to address opening wedge high tibial osteotomy. During the minimum twelve (12) month follow-up period, seven (7) patients experienced deep infection. Source: hartz c, wischatta r, klostermeier e, paetzold m, gerlach k, pries f. Plate-related results of opening wedge high tibial osteotomy with a carbon fiber reinforced poly-ether-ether-ketone (cf-peek) plate fixation: a retrospective case series of 346 knees. J orthop surg res. Dec 27 2019;14(1):466. Doi:10.1186/s13018-019-1514-1.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.